Event description:
There was difficulty programming the pump out of minimum rate mode before the pump replacement.

Event description:
Additional information: it was later reported that the pump was replaced.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8598a, serial # (B)(4), implanted: (B)(6) 2011, explanted: unk; catheter model # 8709, serial # (B)(4), implanted: (B)(6) 2007, explanted: unk.

Event description:
It was reported that telemetry confirmed a critical alarm occurred. The alarm was due to a motor stall. There was a confirmed motor stall noted in the event logs with no motor stall recovery recorded. Stopped pump may exceed tube set. Safe state occurred. Reset occurred - low battery. (B)(6) 2012. This occurred multiple times. The plan was to replace the pump. The drug in the pump was hydromorphone.